Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the largebore 8 inch ext vlv had flow issues/blockage during use and had difficulty pushing the solution through. The following information was provided by the initial reporter: "the syringe could not push through solution."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported by the customer that syringe could not push through solution. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 20059e lot number 20119628 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. Due to an increase in incidents of this failure mode, a trend for this occlusion issue has been identified for this product line, CAPA#(B)(4) has been initiated, and a team has been assembled in order to investigate the issue. A complaint history check was performed and this is the 3rd related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20119628 regarding item #(B)(4).

Event description:
It was reported that the largebore 8 inch ext vlv had flow issues/blockage during use and had difficulty pushing the solution through. The following information was provided by the initial reporter: "the syringe could not push through solution".